Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter read inaccurately high. The patient told the medical affairs specialist (mas) that she takes 15 units of 70/30 insulin each morning and regular insulin by sliding scale for blood glucose readings >150 mg/dl at breakfast, lunch, and dinner. Twelve days earlier, the pt took her usual am dose of 70/30 insulin. She did not recall the blood glucose readings she obtained at breakfast or lunch; however, she said her pre lunch reading was elevated and she took about 5 units of regular insulin before eating lunch. After lunch, she rested for about 30 minutes. She began to feel shaky and flushed. She tested with the reported meter and obtained a reading of around 200 mg/dl; readings of 195 and 251 mg/dl were located in the meter memory. The patient said she recognized her symptoms as low blood glucose symptoms and treated herself by eating peppermint candy. She said she felt better after eating the candy. The lfs customer care advocate (cca) was unable to walk the patient through a control solution test because the patient had no control solution. The patient told the mas she had just opened and started using the new test strips on july 2, 2007 at the time of concern. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges that she obtained inaccurately high readings on the lfs product that did not correlate with her symptoms that suggested hypoglycemia. The patient took insulin based on the lfs meter reading prior to experiencing symptoms and treating herself effectively with candy.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.